Manufacturer narrative:
The reported event of a ball shape, or bulbous, deployment was confirmed. Following the simulated deployment, the bulbous shape returned to normal and met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. A CAPA was initiated for further investigation and did not identify a product quality issue. However, corrective actions to further enhance performance are being pursued per internal operating procedures.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, a 25mm amplatzer cribriform occluder was selected for implant. During deployment in the left atrium (la), the left disc deformed into a ball shape. The occluder was re-shethed and deployment was attempted again with the same result. The occluder was re-sheathed and removed from the patient. Once outside the patient, the occluder was rinsed with saline and attempted to be deployed again, however the ball deformation persisted. A new 25mm amplatzer cribriform occluder was successfully implanted. No patient consequences were reported.